Event description:
It was reported that during use of this handpiece in a 3rd molar extraction, it got hot. The procedure was completed as intended with another device, and there was no report of injury or surgical delay.

Manufacturer narrative:
Investigation findings: the drill was received for investigation and the reported complaint of overheating was verified, the evaluation found the collet very corroded, causing the drill to overheat. In addition, it was noted that this drill was last repaired in 2006 and is overdue for preventive maintenance. The instruction manual for this handpiece informs the user that the recommended service interval for this device is every 12 months. In addition the manual warns the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. The customer will be contacted with additional information regarding this product.